Manufacturer narrative:
B5 and h6 updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient did not experience any adverse effects as a result of the pump stop and driveline disconnect events. The patient disconnected themselves, which was the cause of the alarms. The patient was re-educated on disconnection of the driveline and was admitted with suicide precautions. It was confirmed that the patient disconnected their driveline in a suicide attempt.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and subsequent pump stop which the account attributed to the patient intentionally disconnecting their driveline in a suicide attempt. The controller event log file contained events from 05sep2024 through 11sep2024, per the timestamps. A driveline disconnect alarm and subsequent pump stop was captured on (B)(6)2024, consistent with the reported event. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced several pump stop and driveline disconnect events upon ventricular assist device (vad) interrogation. Following review of the log files by tech services, it appeared there were low voltage advisory events while using battery power, which started at the beginning of the data capture on 05sep2024 at 21:35. It also appeared the driveline was disconnected on (B)(6) 2024 at 01:36 through 10:51, when the driveline appeared to have been reconnected. Tech services noted an abnormal reset flag and the timestamp defaulted to on (B)(6) 2000. There appeared to be system controller clock corrupt events in the remainder of the log with the clock synced on the morning on (B)(6) 2024.